Event description:
During patient use, a 'high fio2' alarm occurred. The patient was ambu bagged and switched to another ventilator. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no patient information was provided.